Manufacturer narrative:
The data acquisition (daq) and solenoid valve assembly were returned for analysis. The daq was tested, and barometric pressure and machine/proximal pressures were all within specification. The o2 solenoid valve was tested and failed the coil resistance test. The customer complaint was verified.

Manufacturer narrative:
G4:31mar2020. B4:08apr2021. Failure analysis on the returned oxygen(o2) solenoid valve fails coil resistance test. The customer complaint was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported error oxygen device failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fault could not be duplicated. The fse did observe the oxygen solenoid valve is louder than usual. There was a possibility that the valve was stuck, causing the error, and has become unstuck. The manufacturer¿s field service engineer (fse) replaced the data acquisition and oxygen solenoid as a precaution to address the reported problems. The unit successfully passed the required performance verification test.